Event description:
Agent ide study it was reported that perforation and chest pain occurred. In february 2022, post successfully treating non-target lesions in the proximal and distal left circumflex artery, the target lesion located in the proximal right coronary artery (rca) was pre-dilated using a 2.00 x 15mm non-boston scientific (bsc) balloon, a 3.00 x 10mm scoring balloon, and a 3.50 x 12 mm nc emerge mr balloon. Following pre-dilation, the lesion was successfully treated with a 3.50 x 20 mm study device. Afterward, there was evidence of a small perforation in the distal rca at the site of intervention. The procedure was complicated by a small obtuse marginal branch closure with timi 1 flow and the small distal rca perforation causing chest pain without EKG changes. At the time of the event, the subject was on aspirin which was continued. Echocardiography was performed as the diagnostic for the event and balloon inflation for 9 minutes was performed to treat the event. The event was considered to be recovered/resolved. Post index procedure, the subject complained of chest pain with radiation to the neck and back, which was worse than previous. The troponin level was noted to be elevated at 4.174 ng/ml (upper normal limit: 0.57 ng/ml). The next day, the subject was diagnosed with myocardial infarction (mi) based on biomarker elevation. The location of myocardial infarction was not identifiable and was not a q- wave mi. No additional action was taken to treat this event. The subject was discharged on aspirin and prasugrel.